Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A load cell verification was performed and the device was found to be out of specification. The cause for the failure was found to be due to the heater tray cable making contact with the top part of the a/c distribution board. This caused an applied pressure that affected the readings. The cable was adjusted and the cycler passed further load cell testing. A simulated treatment was performed on the device with no issues noted. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An internal visual inspection was performed on the device with no discrepancies noted. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The event was discovered while reviewing the patient¿s treatment records for an m31 air detected in cassette alarm and an m65 scale reading error alarm that were reported to have occurred coincident with a high drain volume. During the first two cycles of the patient¿s treatment, it was noted that the patient had drained 4834ml during drain zero, filled with 2271ml in fill one, and then proceeded to drain 5924ml in drain one. This second drain volume was 261% the patient¿s fill volume of 2271ml. The cause for the high drain volumes was unknown. Upon discovering the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. Follow up with the patient¿s nurse, verified that the patient did not develop any symptoms or require medical intervention as a result of the reported iipv event. The patient had manual supplies to complete their treatment without the cycler. A replacement cycler was provided to the patient and the patient has continued with peritoneal dialysis therapy without further complications. Additional information was requested but is unavailable.